Manufacturer narrative:
(B)(4)

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, it was observed that the shaft came apart. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter with no other devices. The balloon was loosely folded. There was blood in the inflation lumen. The hypotube shaft was completely separated 83cm from the hub. The fracture faces were oval as if kinked prior to separation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion. However, it was observed that the shaft came apart. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was fine.